Manufacturer narrative:
A ge service representative performed an evaluation. The malfunction was verified. A replacement monitor was ordered and no further problems are anticipated following replacement. An additional report will be filed if further information becomes available.

Event description:
It was reported that the system 9800's left monitor was not operating properly. There was no adverse patient involvement reported. There was no patient information reported.